Event description:
Information received from the field does not address the patient's clinical status but notes that during transtele- phonic monitoring, pacing was documented at 105-110 ppm. Electrocautery was reportedly used during cataract surgery one week prior. The device was reprogrammed to the base rate of 60 ppm and normal function ensued. Normal follow-up will continue.